Event description:
No additional information received. Material#: 383590; batch: unknown. It was reported by customer that the needle broke upon insertion and an audible snap was heard. Verbatim: the steel needle broken upon insertion, an audible snap was hear. Rcc received a complaint via email. Email(s) attached.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva needle broke. The following information was provided by the initial reporter: the steel needle broken upon insertion, an audible snap was hear.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.